Event description:
On july 12, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving the 'insert strip' message during testing. The medical affairs specialist (mas) reviewed the recorded telephone call, and was able to classify the case based on the original information provided. During the week of july 2, 2006, the patient obtained the message 'insert strip' on the reported meter despite correct testing technique. This occurred multiple times, and the patient was unable to obtain a blood glucose result during this week. The patient did not test his blood glucose level using any other device. On an unspecified date, the patient was unable to obtain a blood glucose reading on the reported meter due to the 'insert strip' issue. At that time, he was experiencing no symptoms of high or low blood glucose levels. The patient did not drink any juice or eat any food prior to exercising. After the exercise, the patient experienced the symptom of shaking and felt his blood glucose level was low. The patient administered self-treatment by drinking orange juice and felt better afterwards. The patient did not seek medical attention. The patient stated his usual routine is to check his blood glucose level prior to exercising. If his blood glucose result is low, he will drink orange juice prior to exercising. The customer care advocate (cca) determined during the telephone call that the patient's testing technique was correct. The 'insert strip' issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. Because the patient was unable to obtain a blood glucose reading on the reported meter due to the 'insert strip' issue, he did not consume any food prior to exercising, and became hypoglycemic afterwards. The patient drank juice as self-treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.